Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive down buttons due to unlocked lcd keypad connector. Unable to perform self-test and displacement test or verify back light anomaly due to unresponsive button. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the up down button was not responding. Customer¿s blood glucose was 113 mg/dl at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.